Manufacturer narrative:
A review of the lot file for y760 was performed and showed that the lot met all release requirements. The kit was returned and evaluation showed that there were no leaks, therefore, this complaint cannot be verified and the root cause determined. There are two complaints on photoactivation module leak reported to date for this kit lot y760. (B)(4).

Event description:
On (B)(6) 2011, therakos received a call for a report of blood pump error. Customer also claimed that there was a leak in the photoactivation module. Customer did not find a crack in the plate, nor anything wrong with the tubing connected to the plate. There was 30 ml blood lost. Nurse removed lamps and cleaned them. She also wiped down the inside walls of the unit. She was not sure whether any components were involved. Nurse did state it was blood/saline mix that leaked. Pt was not harmed and was released without extra fluids or medical attention.